Manufacturer narrative:
E1 - initial reporter phone: (B)(6). No product was returned; however a video of the device exhibited the leakage. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the tubing exhibited a leakage. There was patient involvement, no patient injury was reported.